Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Manufacturer narrative:
An event regarding arthrofibrosis, including pain and decreased range of motion involving simplex bone cement was reported. The event was confirmed. The device remains implanted. A review of the provided medical records by a clinical consultant indicated: a six-month course of some persistent pain and decreased range of motion, particularly when a manipulation under anesthesia for arthrofibrosis was necessary, is not uncommon. There is no evidence that factors related to the prosthetic components are responsible for this clinical situation. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported arthrofibrosis, including pain and decreased range of motion could not be determined. A review of the provided medical records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. Additional devices listed in this report: cat 5520-b-400, lot iirha, description: tri prim tib baseplate - cemented; cat 5510-f-402, lot eaxsl, description: triathalon cr fem com #4 r-cem; cat 5551-g-416, lot ldf273 description: x3 triathalon cs ins size 4 16mm; cat 5551-g-320, lot r4ea description: tri asymmetric x3 patella.

Event description:
Patient's son sent email to corporate complaints stating that his mother (B)(6) had a knee replaced on (B)(6) 2013 (stryker triathlon knee). Over the past 6 months she has been consulting with her doctor as she is still having complications (not life threatening) constant pain, immobility, swelling, tenderness - even says her knee is always hot). I talked to her last night (12.10.2013) and she informed me that the doctor feels there may be something else wrong given her issues and will be conducting further testing to try and determine the cause of the problems. It sounded as if he may be leaning towards the implant.

Event description:
Patient's son sent email to corporate complaints stating that his mother (B)(6) had a knee replaced on (B)(6) 2013 (stryker triathlon knee).over the past 6 months, she has been consulting with her doctor as she is still having complications (not life threatening) constant pain, immobility, swelling, tenderness - even says her knee is always hot). I talked to her last night ((B)(6) 2013) and she informed me that the doctor feels there may be something else wrong given her issues and will be conducting further testing to try and determine the cause of the problems. It sounded as if he may be leaning towards the implant.